Event description:
It was reported that during a changeout procedure, both the right atrial (ra) and left ventricular (lv) leads pulled back when the right ventricular (rv) lead was electively explanted. The ra lead was explanted and replaced. The lv lead could not be repositioned and was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. However, the proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking, and was partially or fully covering the tip electrode. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis revealed apparent explant damage. (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation was kinked/buckled, melted, and had cosmetic environmental stress cracking. The lead was stretched and visual analysis revealed apparent explant damage.